Event description:
This record was initiated in relation to pr358600 as requested by the manufacturer on 12/4/22 jil01. Dr was stenting the left sfa via a contralateral approach using 7mm zptx stents and had deployed 2 x zptx stents and could not get the 7mm x 100mm stent to track over the wire over bifurcation. Took this stent out and off wire and opened another 7mmx 100 stent which passed easily over bifurcation on wire and deployed it. Tried again to pass the7mm x 100mm stent on the wire into the sfa and still would not track on the wire seeming to get stuck each time. Lab evaluation date: 11 apr 2022. Visual inspection: returned with protective tubing covering the sheath. No visual defects observed. Safety lock was not depressed. Handle opened and the retraction wire observed to be separated from the stent retraction sheath (srs). Functional inspection: device flushed as intended. 0.035"wire guide passed through device as intended. Stent unable to be deployed. No unintended part of the device was left inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
PMA/510(k) # p100022/s014. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # p100022/s014. Supplemental report is being submitted due to the cancellation of this complaint file. No device defect reported in relation to use by customer. The retraction wire separated from stent retraction sheath during the lab evaluation of the returned device related to pr# (B)(4) (the 7mm x 100mm stent would not track on the wire seeming to get stuck.) No adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Event description:
Supplemental report is being submitted due to the cancellation of this complaint file. No device defect reported in relation to use by customer. The retraction wire separated from stent retraction sheath during the lab evaluation of the returned device related to pr# 356800 (the 7mm x 100mm stent would not track on the wire seeming to get stuck.) No adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.